Event description:
It was reported that there is a mismatch between the expected mosaiq and linac desktop vertical couch positions. Based on the information available at this time, the issue could not be reproduced and mistreatment could not be confirmed. No further information was provided.

Manufacturer narrative:
Na